Manufacturer narrative:
The customer service engineer (cse) confirmed the event. The graphical user interface (gui) central processing board (cpu) was replaced and the backlight inverter was upgraded. The device was tested and passed all calibrations, including extended self testing (est), short self testing (sst), electrical safety testing and performance verification testing (pvt. The device met all manufacturing specifications at the time of service. Covidien reference: (B)(4).

Event description:
A report was received from the USA with information that the graphical user interface (gui) central processing board (cpu) needed to be replaced. Information related to patient involvement and the date of the event were not provided.